Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, evidence of corrosion was found on the display screen. The pump was unable to power on and the pump¿s history could not be viewed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was opened and corrosion was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a temperature (temperature issue) issue. The pump and battery were reportedly hot to the touch. There was reportedly moisture and a hairline crack in the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.